Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary, the device was received and evaluated at the service center. The reported complaint that the buttons are not matching the functions of the micro tornado handpiece was confirmed. The customer problem description reported to the service center mentions short circuit. Upon analysis, it was found that the keyboard resistance value out of tolerance limits. The keyboard was replaced to resolve the reported issue. Upgrade will have to be performed for the device. The cable and the motor were found to be in good working condition and the device was repaired and found to be performing according to specifications. One possible root cause could be fair wear & tear as the device is nine years old and reused/sterilized repeatedly, however, given the information provided we cannot discern a definitive root cause for the defective keyboard , the short circuit and the defective buttons. This serialized device (serial: (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the customer via email reported as following: the buttons are not matching the functions of the micro tornado handpiece with hand controls. No further information available. No information about the delay.